Event description:
It was reported that the customer's pump screen was turning off when not connected to a wall outlet, which affected the customer's ability to interact with or read the screen. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.